Manufacturer narrative:
Batch reviews performed on 20 april 2026: cup: mpact 01.32.146dht acetabular shell ø46 two-holes t (k250450) lot 2338374: (B)(4) items manufactured and released on 11-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2339884: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 05-nov-2028. Expiration date: 05-nov-2028. No anomalies found related to the problem. To date, 90 items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.205 mectacer head biolox delta dia.32 12/14-m (k112115) lot 2404439: (B)(4) items manufactured and released on 07-mar-2024. Expiration date: 17-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established. Hip instability may occur due to numerous application-specific factors, however no particular issues were reported in this case. Although a root cause could not be identified, the investigation does not indicate any potential manufacturing related issue or systemic deficiency. This patient had a following revision sugery that will be reported.

Event description:
The patient had hip instability and the cause is unknown. There was no trauma or bone quality issues reported. At about 1 year and 9 months post primar the surgeon revised the medacta cup and liner to a competitor cup and liner. The surgeon also revised the 32 mm biolox head m to a 36 mm biolox head s. The surgery was completed successfully.